Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent microswitch was recommended for replacement. The hospital did not accept the quote for the repair.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected during pre-use checkout. There is no report of patient involvement.

Manufacturer narrative:
A 3rd party service representativd had previously submitted a repair quote for replacement of the bag/vent microswitch. The customer approved the quote and the 3rd party service representative replaced the bag/vent microswitch which resolved the issue.